Event description:
A 3.0mm diameter by 15mm length s670 stent delivery system was inserted in attempts to direct stent a lesion in the right coronary artery. It was not possible for the stent to cross the lesion due to calcification and no pre-dilatation, therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal, the stent "hung up" on the guide catheter, causing it to dislodge from the delivery balloon. The stent was successfully retrieved with a snare and removed from the pt. The target lesion was subsequently treated with the implant of another s670 stent. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide catheter. The pt was fine post procedure with no additional clinical sequelae reported related to the event.